Event description:
Additional information received reported that there was inconsistent and intermittent warmness at the pocket 30-45 minutes into stimulation. A loss of 100 pounds was mentioned. The patient had fallen in january and had shoulder surgery in february. Sometimes in march, he started having the intermittent feeling of heating at the implantable neurostimulator (ins) pocket. This would go away when he turned stimulation off. Impedances were found to be okay and there were no issues with recharging. Follow-up determined that no additional information related to this event was known. The manufacturer representative (rep) was scheduled to see the patient again for follow-up in 2 weeks to see if there were any other issues with the reported events. This event will be updated if additional information is received.

Event description:
It was reported that the patient had lost weight and he now felt the ins moving inside of his body. The patient had a hard time getting the ins to turn on/off. Reported patient symptoms included burning sensation; when the ins was on, it was ¿burning like overheating inside of the body.¿ the patient wanted someone to check the implant at his next appointment on (B)(6) 2015. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient met with the manufacturer representative; the patient was still experiencing pain in his back near the implantable neurostimulator (ins) site, lead site, and continuing to the right back opposite of his ins. It was noted that the pain was there whether stimulation was on or off, and the pain started around (B)(6) 2014. The pain was described as "an internal bruised feeling, as if there had been impact to the ins and surrounding area," however the patient did not report any falls when asked. The physician plans to take an x-ray of the lead and ins at the next appointment approximately one month from the time of follow up. The physician may refer the patient to the implant physician for an appointment. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.